Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) did not provide as good of coverage in different postures. The patient stated that when they use to over do it would take up to a week to be back. As an intervention, the patient had to adjust the device. The ins was subsequently replaced due to "normal battery depletion". If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.

Event description:
Additional information received from the patient reported that a new battery was implanted on (B)(6) 2016 because the battery went bad. He did not know what happened to the implant. It was 4 years old and went bad.